Event description:
The customer reported a leak from a coulter act diff 16 analyzer. The volume of the leak was approximately a pint and was not contained within the instrument. The instrument operator was wearing a lab coat, goggles, and gloves at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the white blood cell (wbc) bath was overflowing. The fse found a hole in tubing through pinch valve lv14. The fse replaced the tubing and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).